Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that they tried to run a flush through the sets and nothing comes out could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e with possible lot number 20065860 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. CAPA#1998036 was initiated.

Event description:
It was reported that smallbore 6 inch ext vlv was clogged. The following information was provided by the initial reporter: material no.: 20039e lot no.: unknown (possible lot: 20065860). It was reported that they tried to run a flush through the sets and nothing comes out. Verbatim: in 2 of my small areas they have had between 6-10 of the smartsite extension sets not work in the last week or two. They tried to run a flush syringe thru the set and nothing comes out. Unfortunately they only saved 2 packages of the items that didn¿t work. Both are lot #(10) 20065860 or (01) 07613203011952. They say it has been other lots as well. I know it¿s not much info but hopefully it¿s a start to pass onto the manufacturer.

Manufacturer narrative:
The date of event is unknown so the patient¿s date of birth was used to determine date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 20065860. Medical device expiration date: 2023-06-11. Device manufacture date: 2020-06-08. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that smallbore 6 inch ext vlv was clogged. The following information was provided by the initial reporter: material no.: 20039e lot no.: unknown (possible lot: 20065860) it was reported that they tried to run a flush through the sets and nothing comes out. (B)(6): in 2 of my small areas they have had between 6-10 of the smartsite extension sets not work in the last week or two. They tried to run a flush syringe thru the set and nothing comes out. Unfortunately they only saved 2 packages of the items that didn¿t work. Both are lot #(10) 20065860 or (01) 07613203011952. They say it has been other lots as well. I know it¿s not much info but hopefully it¿s a start to pass onto the manufacturer.